Manufacturer narrative:
Other, other text: additional information- no patient involvement.

Event description:
Additional information received: no patient involved.

Event description:
Information was received indicating that medfusion 4000 pump displayed a primary audible alarm. There were no adverse events reported.